Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that there was no contact between the audio processor (ap) and the implant unless pressure is applied to the ap but this results in interference noise.

Manufacturer narrative:
Investigation results indicate a device failure caused by a weld joint failure between the receiver coil wire and the demodulator feed-through pin. The problems described in the recipient report seem to be congruent with this finding. This is a final report. Please note: product serial number selected is unknown, however the concerned device is the clinical investigation device with the serial number (B)(6). As this device was used during the clinical investigation the serial number is not included in the database for marketed products.

Event description:
The user reported that there was no contact between the audio processor (ap) and the implant unless pressure is applied to the ap but this results in interference noise. The user has been re-implanted on (B)(6) 2023.